Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to an adult female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2007 by another physician (not the reporter of this case) for permanent sterilization. Additional information was received also on (B)(6) 2014. Doctor reported that wanted to talk to a specialist. Patient will have a surgery and may have removal of the fallopian tube and the doctor was unsure about clipping for this patient. Patient had been in to see this doctor for treatment of irregular bleeding. Ultrasound was done on (B)(6) 2014, because of patient was complaining of bleeding, showed the majority of the insert seemed as though it might be in the uterus. It was unclear if part of the micro-insert was in the fallopian tube or ostea. On (B)(6) 2014 the doctor done an endometrial biopsy in this patient and during this procedure a brush from biopsy caught on insert and now it is stretched into the uterus and there are at least six coils seen in the cervix. Doctor added that some of the coils seen in cervix might "push back" by the time patient has surgery and also asked about clipping and asked what could do to get all that was hanging out into her uterus. Doctor was unsure about clipping because it would make a sharp edge and there was also a concerning about perforation. Doctor was also not sure if bleeding was related to essure or not and on how to proceed and treat this patient. Patient has been continuing with essure and has not recovered from all events. Follow-up information was received on (B)(6) 2014. Patient is (B)(6) years old. It was reported that they had taken the patient in for surgery on (B)(6) 2014. No further information was provided. (B)(4). Final assessment: case was closed before upgrade to incident could be completed. Upgrade to incident per central. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time per criteria established in (B)(4), "processing essure cases in dev@com," because this is an anticipated failure mode. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in (B)(4), design fmea for ess305. Medical assessment: this ptc was initiated due to usability issues and a reported product issue. According to ae case information during endometrial biopsy a brush from biopsy caught on insert and now it is stretched. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse event are known possible undesirable events and not indicative of a quality defect per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. The reported usability issues will be subject to post market surveillance monitoring. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) years old female patient who had essure (fallopian tube occlusion insert) inserted and experienced irregular bleeding and ultrasound was done and result showed majority of the insert seemed as though it might be in the uterus (unclear if part of the micro-insert was in the fallopian tube or ostea) (interpreted as device dislocation). These events were considered serious due to medical importance and are listed for essure in the reference safety information. Bleeding may occur during and following the micro-insert placement procedure, also during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, the event interpreted as device dislocation was diagnosed about 7 years after essure insertion. Based on the information received, a causal relationship between the reported events and suspect insert cannot be excluded. Patient was taken to surgery (required intervention) and therefore the event interpreted as device dislocation was regarded as incident. Additionally, non-serious events were reported: during endometrial biopsy, brush from biopsy caught on insert/coils was pulled into cervix, there are at least six coils seen in the cervix and now it is stretched into the uterus (device shape alteration). A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of sample return and any valid batch information). Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 03-mar-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced irregular bleeding and ultrasound was done and result showed majority of the insert seemed as though it might be in the uterus (unclear if part of the micro-insert was in the fallopian tube or ostea) (interpreted as device dislocation). These events were considered serious due to medical importance and are listed for essure in the reference safety information. Bleeding may occur during and following the micro-insert placement procedure, also during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, the event interpreted as device dislocation was diagnosed about 7 years after essure insertion. Based on the information received, a causal relationship between the reported events and suspect insert cannot be excluded. Patient was taken to surgery (required intervention) and therefore the case was regarded as incident. Additionally, non-serious events were reported: during endometrial biopsy, brush from biopsy caught on insert/coils was pulled into cervix, there are at least six coils seen in the cervix and now it is stretched into the uterus (device shape alteration). A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of sample return and any valid batch information). No further information is expected.